Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) briefly dropped data for all monitored devices. The customer also reported that the ECG waveform were disappearing for about 1-2 seconds. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and requested the cns logs for the reported communication loss. The available information reasonably suggests that the root cause was due to hard disk drive (hdd) failure. The review of the device logs found that hdd failure was the most likely cause of the cns communication loss. Review of the serial number history shows one recurrence of the issue (ticket (B)(4)).

Event description:
The customer reported that the central nurse's station (cns) briefly dropped data for all monitored devices.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) briefly dropped data for all monitored devices. No harm or injury was reported. The customer also reported that the ECG waveform are disappearing for about 1-2 seconds. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) briefly dropped data for all monitored devices.